Event description:
It was reported that before using one bd vacutainer® sst¿ blood collection tube, the customer noticed the cap stopper was deformed. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The evaluation of the photo indicated the presence of improper assembly, which caused the stopper to not be placed on the hemogard closure correctly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: improper assembly. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one bd vacutainer® sst¿ blood collection tube, the customer noticed the cap stopper was deformed. There was no health impact or consequence reported.